Event description:
The rep had indicated that the initial hospitalization was not due to seizures nor the vns system. The explanted products were noted to be discarded by the facility.

Event description:
It was reported that the patient was admitted to the hospital for an undetermined reason. Upon checking device battery was noted at ifi and high impedance observed with greater than 9000 ohms. Later it was reported that the patient underwent a generator replacement only. This was reported to be for prophylactic reasons. Follow-up with company representative reveals that the high impedance remained after battery replacement. Due to the patient's age, the surgeon decided against replacing the lead at that time. The patient was scheduled for a lead revision at a later time. Later, the lead revision was performed successfully. It was reported that the during lead revision surgery, a substantial amount of fibrosis seen. The surgeon ruled that as cause of high impedance. The explanted lead will not be made available for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.